Manufacturer narrative:
Device not returned.

Event description:
It was reported that, during anesthetic induction of the patient, a sudden stop of the arterial pressure occurred. No patient injury was reported.